Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator went into backup mode. No intervention was performed. There were no patient consequences.